Event description:
Pt underwent total knee arthroplasty on (b)(5) 2011. A hemovac drain was placed during surgery. On (B)(6) 2011, the hemovac was removed and it was noted, the drain was not fully intact. Required removal of fragment.